Event description:
It was reported that the patient¿s model 105 generator battery is believed to be prematurely depleting by showing the 25% indicator earlier than expected. The device history record was reviewed, and it showed that the device passed all specifications prior to release. The device was also potentially laser-routed during manufacturing. Data from the generator was reviewed, which showed that the battery voltage was dropping more quickly than expected as compared to the amount of charge that had been consumed. Internal investigation showed that the observed premature battery life indicators were predominately caused by conductive debris from the laser-routing process resulting in leakage paths. Based on this root cause and analysis of returned devices, the premature 25% battery life indicators are typically indicative that the generator will reach true end of service earlier than expected. A secondary cause for premature 25% battery life indicators in a small subset of associated generators may be high beginning of life (bol) battery impedance, and generators only affected by this secondary root cause would be expected to rebound back to normal battery life levels without any substantial programming changes. No additional relevant information has been received to date.